Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. Reportedly, the customer did not correctly fill the cartridge. Tandem technical support guided the customer through properly changing the cartridge and loaded a new cartridge to resolve the issue.